Event description:
It was reported that on (B)(6) 2003, the patient presented low back and bilateral leg pain. An MRI demonstrated post-surgical changes at l5-s1. ¿the laminotomy defect is on the right, but the area most suspicious for recurrent disc herniation is on the left. A large portion of this enhances with contrast consistent with scar tissue; however, there is some non-enhancing, material within the neural foramen on the left that appears to represent recurrent disc herniation. Most likely, this impresses on the exiting l5 nerve root, on the left. There are no focal abnormalities to correlate with the patient's pain on the right, however.¿ on (B)(6) 2003 the patient presented chronic back and left leg pain. ¿examination of the back shows well healed surgical incision. Some limited motion in back. X-rays of the ls spine show a decreased disc space height at l5-s1. Otherwise unremarkable. The mir shows that he has some medial recurrent or still present disc herniation on the left side at l5, decreased dis space height at s-1. Other disc levels look good. Degenerative disc disease at l5-s1 and recurrent disc herniation left l5-s1.¿ on (B)(6) 2003 the patient was underwent surgery to treat recurrent disc herniation. The surgery consisted of: ¿laminectomy, excision of recurrent disk herniation l5-s1. Posterior lumbar interbody fusion for degenerative disk disease l5-s1. Posterior lateral fusion for degenerative disk disease l5-sl. Insertion of prosthetic device at the interbody level l5-sl (peek cage, sofamor- danek). Pedicle screw spinal stabilization l5-sl bilaterally (spine-tec screw system).¿ per the operative report ¿¿¿then put in pedicle screws with fluoroscopic guidance. This was done in a typical pedicle screw placement technique with placement initially of the screws on the right side, distracted with a disk space spreader and then held the screws with the distractor keeping the disk space open. Then used a box osteotome 10 mm size to create a prepared space removing a couple millimeters mainly of the lip, the posterior lip at l5-sl and going and curetting out the disk space. Getting the end plates clean and then using a currete that was angled up and downco get over across the midline so that just the annulotomy from the left side allowed us to get all the disk material out from both sides. Then once we had done this filled the midline with a combination of the bnp gelatin material and bone chips from the laminotomy. Once this had been pushed over across the midline and filled the disk space leaving the previous channel on the left side open the peek cage was filled with infuse and tapped into the disk space, countersunk a few millimeters. This was a lordotic cage and then completed the procedure by putting in pedicle screws on the left side tightening down to recreate the patient lordosis but keep the disk space open which was a significant improvement over his preoperative status. Then locked down the rods on both sides giving bilateral pedicle screw stabilization, extremely stable construct, no cross link felt indicated. The wound was irrigated copiously with saline. Did pack pieces of bnp over on the lateral gutter on the right side with the remaining autograft with the screws of the spine-tec system keeping the surrounding muscle from crushing the bmp that allowed it to retain its healing powers. The wound had been irrigated copiously before putting in this last piece of bmp and the closed the wound 0 for fascia, 2-0 for subcu and clips for skin. A bulky dressing applied to the back. The patient tolerated surgery well...¿ the operative fluro demonstrated ¿four screws are noted fixated to the posterior elements at l5-l1.¿ on (B)(6) 2003 the patient was discharged. On (B)(6) 2003 the patient was admitted to ER and presented fever, chills, mild nonproductive cough, post laminectomy. Examination of the back reveals the patient's post-surgical dressing to still be in place and intact with a small amount of slightly tinged serous fluid, mostly clear, being collected in the pad. ¿the patient has moderate tenderness to palpation in the left calf, negative homan's minimal swelling, no warmth. Distal pulses are 2+. Post op drainage and fever discharge. A pa and lateral chest x-ray showed that the ¿heart is normal in size and the mediastinum unremarkable. Lungs are clear and pulmonary vascularity normal. There is no pleural effusion.¿ his white count was less than 10.000 on (B)(6) 2003 and the patient was discharged. On (B)(6) 2003, the patient presented in ER with a migraine headache . On (B)(6) 2003 patient presented in ER for a possible broken foot. Ap laternal and oblique xrays of the right foot ¿reveal no definite fracture, dislocation, or other acute bone injury¿. Discharged with the diagnosis: gout. On (B)(6) 2005 the patient presented edema and pain to the foot; gout. On (B)(6) 2005 the patient presented a painful and swollen toe. A left foot 3v x-ray demonstrated osteoarthritis of the first metatarsal phalangeal joint. On (B)(6) 2006, the patient presented in ER with ankle <(>&<)> foot pain. The patient claims he twisted it the prior saturday. An ap, lateral; and oblique views show slight soft tissue swelling. No bone injury seen. Diagnosis: ¿sprained ankle.¿ on (B)(6) 2007 the patient presented in ER redness in the left foot; gout: left foot. On a (B)(6) 2012 doctors visit the patient visited to ¿get established¿ and claimed he had ¿stopped all meds.¿ on (B)(6) 2012 the patient followed up on a hypertension and insomnia trial (drug). On (B)(6) 2012 the patient presented a pruritic rash on legs; tinea corporis on the right thigh and upper leg. On (B)(6) 2013 the patient presented coughing, cold, congestion, fever and headache, chest wall tenderness and some shortness of breath, pain between shoulder blades and sometimes left or right shoulder. ¿ ..bronchitis; tinea corporis; possible gallbladder disease.¿ on (B)(6) 2013 follow-up and review of the test results of hida scan/ ultrasound of gallbladder: ¿abnormal hida scan. This may well represent early acelculous cholecystitis. There are no inflammatory changes on the ultrasound. Diabetes and hypertriglyceridemia. Degenerative disc disease of the actual spine.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.